Event description:
It was reported that the device was explanted after an implant duration of approximately 0.93 months, due to unknown reasons. No further details were provided.

Event description:
The customer received questionable potassium results and provided results for three patient samples. Two of the patients had discrepant potassium results. Patient 1, initial result was 2.31 mmol/l, the first repeat gave 3.69 mmol/l. The same sample repeated again at an external laboratory gave 3.69 mmol/l. Patient 2, initial result was 3.35 mmol/l, the first repeat gave 4.12 mmol/l. The same sample repeated again at an external laboratory gave 4.00 mmol/l. It is unknown which results were reported outside the laboratory. No adverse events have been alleged regarding the discrepancies. The issue was resolved when the customer began using a new lot of potassium strips. The analyzer used for testing was a reflotron IV instrument, (B)(4). Customer returned strips and relevant retention materials were tested. No abnormalities were identified. The differences could not be confirmed.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had another device explanted, (B) (4). Two requests were made to the health-care provider (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
On 08/18/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to endocarditis and perivalvular leak. The type of infection was indicated but was not legible. Operative report was provide but the response was not in english. Unable to decipher. In the response, it was indicated that the device was not available because of the infection and it had been sent to the hospital dept. Of microbiology. No further information has been provided.